Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (endoleak, rupture). (Unknown cause of event). (Treatment of right iliac artery aneurysm).

Event description:
An endurant stent graft system was implanted for the endovascular treatment of an 82 mm in diameter right iliac aneurysm approximately 3.5 years ago. The left common iliac artery was 18-22-26 mm in diameter and the right common iliac artery was 21-82 mm in diameter. It was reported that the patient presented with a right iliac aneurysm rupture due to a type iii endoleak. The endurant bifurcate had separated from the iliac limb extension. The physician treated the patient with an endovascular approach using a covered stent resolving the endoleak. The cause of the event is unknown. No clinical sequelae were reported and the patient is fine.